Event description:
A non-healthcare professional reported that following implantation of an intraocular lens (iol) patient experienced rotated lens with residual astigmatism. The lens was exchanged with a same model lens during the secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stated that iol was rotated from 95 degree to 30 degree. There was no patient harm and the surgeon prognosis was good.

Manufacturer narrative:
The lens was retuned wrapped in surgical gauzes. The optic is cut into multiple pieces, typical of insertion and removal. A dimensional inspection or power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. A dimensional inspection or power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the company lens 15.5 diopter (1.50cyl), lens model was replaced with a 15.5 diopter (2.25cyl) lens model. The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).